Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, an alert for charge time limit reached was observed. The device was explanted and replaced. The patient condition was good.